Event description:
It was reported that a balloon detachment occurred. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the course of the procedure, it was noted that the balloon came loose off the wire delivery system and had to be snagged. No patient complications were reported.